Event description:
Reporter states she was in the hospital 4 months ago and used a purewick external catheter during her hospitalization. Reporter states since her discharge, she has been having vaginal swelling, burning sensation, yeast infection, and painful urination. Reporter states she has had to have many tests done and has been on different medications with no success.